Event description:
(B) (6). It was reported that following a coronary stenting treatment procedure, a stent fracture occurred. The target lesion was located in the mid right coronary artery. It was treated by placement three overlapping taxus express2 stents in the following order: 3.5x32mm stent distal, a 3.5x24mm stent in the middle, and a 3.5x16mm stent placed proximally. 289 days after the index procedure, the patient underwent coronary angiography. A partial stent fracture was identified on the 3.5x24mm stent 2mm from the proximal edge via intravascular ultrasound of the target vessel as well as 85% proximal edge stenosis in the target vessel, but not at the site of fracture. Subsequently, the patient underwent target lesion revascularization. It was also reported that 190 days later, the patient underwent target lesion revascularization again. It was further reported that the target lesion at the index procedure was 100% stenosed, concentric, 20mm long with significant lesion bend reported to be about 90 degrees. The vessel was moderately torturous, non calcified, and was reported to be totally occluded with acute thrombotic occlusion with timi-0 flow. Reference vessel diameter was 3.5mm. The lesion was pre treated with use of an aspiration catheter resulting in 95% stenosis. After thrombus aspiration, the patient experienced ventricular fibrillation which required defibrillation. Three taxus express2 stents were then placed without post dilation resulting in timi-3 flow. The patient was reported to be in good condition post procedure and was discharged 3 days later. At the time of the event, the patient had experienced a new onset of angina, with a positive exercise stress test but no abnormal cardiac enzymes or ECG changes at rest. Coronary angiography confirmed focal high grade restenosis at the proximal beginning of the most proximal taxus 3.5x18mm stent. The rest of the stent and the 2 other stents "looked very good". The lesion was predilated and an overlapping 3.5x8mm non bsc stent was implanted with good results. The patient had a negative stress test and was discharged the next day in good condition. No treatment was provided for the stent fracture.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that following a coronary stenting treatment procedure, a stent fracture occurred. The target lesion was located in the mid right coronary artery. It was treated by placement three overlapping taxus express2 stents in the following order: 3.5x32mm stent distal, a 3.5x24mm stent in the middle, and a 3.5x16mm stent placed proximally. At 289 days after the index procedure, the patient underwent coronary angiography. A partial stent fracture was identified on the 3.5x24mm stent 2mm from the proximal edge via intravascular ultrasound of the target vessel as well as 85% proximal edge stenosis in the target vessel, but not at the site of fracture. Subsequently, the patient underwent target lesion revascularization. It was also reported that 190 days later, the patient underwent target lesion revascularization again.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.